Event description:
It was reported to philips that the system was not switching on. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. A philips field service engineer (fse) visited onsite and confirmed the reported issue. After reviewing the log, fse confirmed an sib malfunction. Upon inspection, the fse identified that the dcps power supply in the m cabinet pdu was faulty. To resolve the issue, the fse replaced the dcps. After replacing the pd dcps, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.